Event description:
Boston scientific crm received information that this pacemaker was explanted after two years in service because the battery indicator suddenly dropped from beginning of life (bol) to end of life (eol). The device is scheduled to be returned for analysis.

Manufacturer narrative:
The device was returned and upon receipt at our post market quality assurance laboratory, detailed analysis isolated the sudden drop in battery indicator to a leaking battery supply capacitor. This high current drain was responsible for prematurely depletion the battery.

Manufacturer narrative:
As of this report, the device has not been returned. When this device gets returned, it will be thoroughly analyzed.

Event description:
--